Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and after mapping the sheath was leaking from the hemostatic valve. The issue was discovered while the medical team was switching from the octaray catheter to the ablation catheter. The hemostatic valve was reported to be 'ripped'. The sheath hub and brim cap appeared intact. The estimated blood loss was between 10 and 20 ml. No air entered the patient. When the sheath was replaced, the issue resolved. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 29-apr-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-apr-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently complted. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and after mapping the sheath was leaking from the hemostatic valve. The issue was discovered while the medical team was switching from the octaray catheter to the ablation catheter. The hemostatic valve was reported to be 'ripped'. The sheath hub and brim cap appeared intact. The estimated blood loss was between 10 and 20 ml. No air entered the patient. When the sheath was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section and the shaft was bent. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The potential cause of the bent shaft could be the manipulation of the device or the travel from the decontamination center to our facilities; however this could not be conclusively determined. A device history review was performed for the finished device number lot 60000282 and no internal action related to the complaint was found during the review. The hemostatic valve separation issue reported by the customer was confirmed. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).